Manufacturer narrative:
Limited information about the event was received from the distributor. Attempts to contact patient (user) to gain additional information were not responded to.

Event description:
Distributor reported the patient (user) stated the catheters scratched her and caused her to get a urinary tract infection.